Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that during a routine check, atrial impedance is greater than 2500 ohms. Sensing is okay. Thresholds are intermittent, 5v at 2.0 ms. The patient is not dependent. The patient reported feeling dizzy while cutting some trees. This lead was capped and replaced.